Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history review. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the right plunger case was cracked and there was discoloration on the display. Force sensor test error and the display problem was found in pump event history log. During functional testing the reported issue of force sensor test error and the discoloration of the display were found during power up. The screw-boss was broken on the left plunger case, there was no fluid ingression found in the plunger assembly. The display did not operate as intended. The root cause was unable to be determined. Replaced the left plunger case and the display. Performed preventative maintenance and all functional testing which passed. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that the pump had fluid ingression, would not pass the force sensor test, and had a problem with the display. No patient injury was reported.